Event description:
During angioplasty, balloon ruptured and did not come out with the shaft when it was removed. The surgeon was able to retrieve the balloon through a groin incision, however, without any further intervention.